Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the heater wire of an rt340 adult dual-heated evaqua breathing circuit became open circuit during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the electrical resistance of the expiratory and the inspiratory tubes of the returned rt340 adult breathing circuit was tested using a multimeter. Results: no fault was found with the expiratory heater wire as the electrical resistance was within the required specification. Further electrical resistance testing showed that the inspiratory heater wire was higher than specification. A lot check revealed no other complaints of this nature for lot number 110929. Conclusion: high electrical resistance can be associated with insufficient connection between the heater wire and the heater wire pin during production. All breathing circuits are electrically tested during production and those that fail are rejected. The timing of use of the subject breathing circuit suggests that the heater wire was damaged post production. (B)(4).